Manufacturer narrative:
Additional information: breakdown of 2 events is as follows: cosmetic issues: 2. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4): 1. (B)(4): 1. 2 investigation were completed, and 0 investigations are pending from this period. Breakdown of 2 completed investigations: (B)(4): no product returned. (B)(4): no product returned. The investigation concluded that the product met manufacturing release criteria all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes (noe) 2 (/noe) malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events